Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient ((B)(6)) was experiencing overstimulation at the ipg site. The patient did not suffer from any falls or trauma. As a result, the patient underwent surgical intervention to have their ipg replaced with a different model. The issue has been resolved.

Event description:
Follow up revealed that prior to the patient having their ipg replaced that stimulation stopped without warning.